Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic renal transplant, at donor's side, a stapler was used for the resection of renal artery and renal vein. Oozing was noted after the firings. The surgeon stopped the oozing and completed the case with electrosurgical knife but amount of oozing was more than usual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Visual inspection of the sled noted that it was free from damage. Further inspection of the anvil staple pockets noted the proper marks of staples fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.